Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Update rec'd (B)(6) 2015 - medical records received from legal. Upon revision, corrosion was noted at the taper. The information received does not change the MDR decision. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4) reason for original complaint ¿ litigation papers allege following implantation, patient has suffered and will continue to suffer personal and economic injury. It is further alleged patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said bloo-work. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2006 - dor: none reported (left side). Patient is a resident of (B)(6). Update dated 2nd feb 2015- added sales rep details, added surgeon, reason for revision, revision date and products x 4 - cup, head, stem and sleeve.